Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the defibrillator does not turn on. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device would not turn on. Details provided in an email response from the rse indicates that the device's code board/pca board was replaced and the device was successfully returned to service. The customer's device was successfully repaired and returned to service. The code board was replaced and the customer ordered a new battery at the same time. It has been concluded that no further action is required at this time.